Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2007027) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced myalgia (seriousness criterion medically significant), headache ("headache"), fatigue ("fatigue"), visual impairment ("worsened vision"), tendonitis ("tendinitis"), urinary tract infection ("urinary tract infection") and depression ("depression"), 5 years after insertion of essure. At the time of the report, the myalgia, headache, fatigue, visual impairment, tendonitis, urinary tract infection and depression outcome was unknown. The reporter provided no causality assessment for depression, fatigue, headache, myalgia, tendonitis, urinary tract infection and visual impairment with essure. The reporter commented: period of onset: 5 years after the implantation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced myalgia (seriousness criterion medically significant), headache ("headache"), fatigue ("fatigue"), visual impairment ("worsened vision"), tendonitis ("tendinitis"), urinary tract infection ("urinary tract infection") and depression ("depression"), 5 years after insertion of essure. At the time of the report, the myalgia, headache, fatigue, visual impairment, tendonitis, urinary tract infection and depression outcome was unknown. The reporter provided no causality assessment for depression, fatigue, headache, myalgia, tendonitis, urinary tract infection and visual impairment with essure. The reporter commented: period of onset: 5 years after the implantation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.